Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening on posterior side assessed as fold flaw opening and observed on the same opening edge one opening on radius side assessed as surgical impact opening. Additional observations: observed stress marks on the device. Observed creases on the device. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.